Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
Customer reported experiencing high bgs (308-306mg/dl). Customer reported that the pod initiated an alarm and that there was a kink in the cannula. Pod will be returned for evaluation.